Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor exhibited a pulse reset and was also confirmed in the download data. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board.\ no adverse event resulted from the damaged monitor.

Event description:
Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. During servicing of a monitor which was returned for investigation into an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) reset during incoming functional testing.